Event description:
The customer reported that during a laparoscopic excision of the uterine horn, the active blade of the device broke off during the procedure and fell into a patient. The blade was retrieved without patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.